Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports that during insertion the swg (spring wire guide) got stuck in the catheter-over-needle and didn't advance further. The swg and catheter-over-needle were exchanged.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide and one catheter from a catheter-over-needle assembly for evaluation. Two bends were identified on the spring-wire guide. No coil off set was observed. No damage to catheter was identified. The spring-wire guide length and outer diameter were measured and were found to be within specification. The first bend was located 70 mm from the proximal end and the second bend was located 654 mm from the proximal end. The inner diameter of the catheter was also found to be within specification. A manual tug test was performed to confirm both welds were intact. The hub of the returned catheter was cross-sectioned and evidence of a molding issue were observed. The hub was larger on one side, causing the straightened j-tip to resume its shape and prevent the guidewire from passing through the catheter. A device history record review was performed and no relevant findings were identified. The customer reported issue of resistance between the spring-wire guide and catheter from the catheter-over-needle assembly was confirmed during the sample investigation. The catheter was found to have an issue at the hub that would prevent the spring-wire guide from passing through at certain orientations. The probable cause of this issue is manufacturing related. A CAPA was initiated for further investigate this issue. This catheter was manufactured prior to the closure date of the CAPA.

Event description:
The customer reports that during insertion the swg (spring wire guide) got stuck in the catheter-over-needle and didn't advance further. The swg and catheter-over-needle were exchanged.